Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.